Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-36-10 - 36mm humeral liner +0mm constrained, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-35-02 - small superior augment glenoid plate, 308-05-19 - distal fixation ring ha 19.5, 308-09-00 - small prox body +0, 320-32-36 - expanded glenosphere, 36mm, for small reverse. No information provided.

Event description:
As reported, approximately 5 months post-op the initial tsa, this (B)(6) female patient presented aseptic humeral loosening with pain and swelling in the arm. No traumatic event was reported. The case report form indicates this event is possibly related to devices and/or procedure. This event report was received through clinical data collection activities. No action was taken, patient is wearing a brace. Outcome is reported as "ongoing".

Manufacturer narrative:
(H3) the humeral loosening reported may have been the result of both patient-related conditions and an insufficient bond between the implants and the bone. However, this cannot be confirmed as the patient has not been revised; therefore, the devices are not available for evaluation and x-rays were not provided. Section h11: the following sections have corrected information: (d4) serial number: (B)(6), expiration date: 21-jun-2026. (H4) device manufacture date: 29-oct-2019. (H6) component code: 4755, part/component/sub-assembly term not applicable.